Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that at implant the patient had a large infarct making implant difficult. No sensing was seen on the lead and the lead was not implanted.